Event description:
The customer reported that when the ventilator shut down while on patient. The customer reported that there was no patient harm. The manufacture's service replaced the cpu pcb, motor controller pcb, power management board & power supply. And the unit passed all testing. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.